Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.59 volts while the charge time was 23 seconds. There was concern that the battery depleted prematurely. The device was scheduled for replacement.